Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Reference was updated tw1.25l - long torq wrch hex driver 1.25mmd for tw20 & tw30.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported fracture of the tip of the driver and fracture of the abutment screw. No other tools have been used.

Event description:
Doctor reported fracture of the tip of the driver and fracture of the abutment screw. No other tools have been used.

Manufacturer narrative:
Zimvie receives one long torque wrench hex drivers (tw1.25l), and one tapered abutment, one-piece (tac3) for investigation. Visual/physical evaluation of the returned devices identified that the driver tip was bent/fractured. Additionally, fragment of the abutment cap¿s screw (bundled) was also identified inside the abutment. Note: this investigation addresses the device tw1.25l. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25l dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture & bent). The customer did not submit images/x-ray for the reported event. Appropriate documentation was reviewed. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation is customer error (inadequate maintenance - device should be inspected and cleaned before each use). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.